Event description:
Consumer reported having used the equate double action denture cleanser for approximately 2 weeks to clean her dentures. The product caused her to experience a burning sensation in her mouth when she put her dentures in. She visited her dentist and her dentist informed her that it was stress related she does not feel that the pain is stress related, she feels it's because of the product because she did not have the burning sensation before using the product.